Event description:
It was reported that pump experienced malfunction alarm with code malf 12 that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump and use multiple daily injections as backup to maintain insulin delivery,